Event description:
As reported by the end user in (B)(6), while preparing for a pci procedure, the physician was unable to flush the pressure monitoring line due to an occlusion in the line. The device was set aside to be returned to the MFR for evaluation. The procedure was completed with another of the same device and without further complications. As the reported defect was noted during prep, there was no contact with the pt and hence no harm to the pt.

Manufacturer narrative:
The reported defective device has been received for eval. An investigation into the reported event is being conducted. Upon completion of the investigation, a follow-up medwatch will be submitted. (B)(4).